Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed no evidence of a no cartridge detected warning . The load step malfunction was not duplicated during investigation. A force calibration test passed within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. (B)(4).